Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcaled stent graft was inserted for use in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. It was reported that, after the stent graft was positioned superior to the renal arteries, it was twisted to position the contralateral gate. When the physician attempted to deploy the device, a crack was heard, and the sliding ring could be moved freely. The stent graft was not deployed. The device was removed from the pt, and stent graft of unk size was implanted successfully. The procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be fine. Analysis of the delivery catheter has been completed. As received, the graft cover was kinked, twisted, and broken. The device was manually deployed in the lab without difficulty. The appearance of the graft cover suggests that excessive force was appliled to the graft cover, which resulted in its breakage. Twisting of the delivery catheter in vivo, in combination with the observed kinks, may have contributed to the reported deployment difficulty; however, the device was deployed in the lab without difficulty.